Event description:
It was reported that the patient was shocked. There was a right ventricular (rv) lead integrity alert (lia) due to oversensing and noise. The lead remains in use and the physician decided to closely follow up with the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 6937-35 analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4968-35, implantable pacing lead, implanted: (B)(6) 2012; d384trg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 4968-35, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).